Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (problem code and investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that calibration data was not being saved. The cause of this issue was due to a faulty executive processor pcb. Once the faulty part was replaced , the unit is now working correctly and passed all tests.

Manufacturer narrative:
Due to character limitation e1(initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine testing the cardiosave intra-aortic balloon pump (iabp) unit alarmed error #10 and unit displayed "helium tank calibration needed" when powered on. There was no patient involvement.